Manufacturer narrative:
(B)(4). Final analysis found the lead's connector pin was bent/damaged. It could not be determined when the connector pin damage occurred but extent of damage seems consistent with handling damage. (B)(4).

Event description:
It was reported that the is-1 pin was found to be bent a little after the package was opened and the helix was tested outside the body. Therefore, the lead was replaced. There were no adverse consequences to the patient.